Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Subsequently, the pump shut down. Reportedly, the customer was able to charge the pump with an alternate cable. Replacement cable was sent to customer. Customer's blood glucose (bg) value was 600 mg/dl. Bg cause was a result of the pump shutdown. The customer delivered insulin via manual injections to address the high bg.